Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 130 mcg/ml of clonidine at 19.71 mg/day and 15 mg/ml of morphine at 2.274 mg/day via an implantable pump for spinal pain. It was reported the reservoir went empty as the dose was being titrated down. The hcp stated the last time the clinic saw the patient, the low reservoir alarm date was (B)(6) 2017. The hcp stated the doctor did not want the reservoir to go empty but the patient did. The hcp requested the pump off code. Programming options were reviewed and the hcp was given the off code for (B)(6) 2019. Technical services assisted the hcp with successful programming of the pump to off state. No symptoms were reported. No further complications were reported or anticipated.